Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4).

Event description:
It was reported that a rotawire detachment occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified proximal and mid left anterior descending artery. A 330 cm rotawire¿ was selected for use. During the procedure, it was observed that the rotawire became detached a few centimeters proximal to the ro marker. The physician noted the wire went to far distal causing some tension which led to the separation. Four non-bsc wires were inserted and entangled to facilitate retrieval of the detached portion of the rotawire. The procedure was complete with another of the same rotawire. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device has its distal tip fractured and also presents evidence of stretching on this same section. It was observed as well the presence of certain material on the spring tip on different sections. Overall length and the outer diameter inspection could not be performed because of the distal tip fracture. Outer diameter of the middle and proximal section are within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a rotawire detachment occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified proximal and mid left anterior descending artery. A 330cm rotawire was selected for use. During the procedure, it was observed that the rotawire became detached a few centimeters proximal to the ro marker. The physician noted the wire went to far distal causing some tension which led to the separation. Four non-bsc wires were inserted and entangled to facilitate retrieval of the detached portion of the rotawire. The procedure was complete with another of the same rotawire. No patient complications were reported.